Event description:
It was reported that during a change out of the device, the lead configuration converted to unipolar after the lead was inserted in the header. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed that there is no record of programming history of the polarity within the memory dump file, and thus the complaint cannot be confirmed through save-to-disk analysis.